Event description:
It was reported that a novum iq syringe pump experienced a system error 21503 (occlusion sensor railed failure). The process step and if the patient was connected at the time of the event was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and it was noted that there were multiple occurrences of system error 21503 (occlusion sensor railed failure). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the reported condition was reproduced when turning on the device. A downstream occlusion sensor calibration was attempted but failed immediately. The bottom enclosure was removed and the evaluation found that the plunger driver flex was not connected to its associated connector. The reported condition was verified. The cause of the reported condition was a disconnected plunger driver flex to its associated connector. To resolve this issue, the flex was connected and the device no longer alarmed when turned on. Should additional relevant information become available, a supplemental report will be submitted.